Event description:
Prior to the implant procedure, the physician was unable to insert the stylet into the left ventricular (lv) lead. The physician alleged the event was due to a lv lead fracture. A new lv lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of lead fracture and failure to advance the guidewire were not confirmed. As received, a complete lead was returned in one piece.a visual and x-ray examination was performed and no anomalies were revealed. A complete x-ray examination and electrical testing of the lead revealed no indication of conductor fractures or internal shorts. The s-curve was measured to be within required performance specification. Additionally, a guidewire was able to be fully inserted and removed from the inner coil with no obstruction or restriction.